Event description:
The customer stated that her contour meter was reading high compared to her other blood glucose meters. While troubleshooting, she performed control tests and received results of 268 and 261 mg/dl. The normal control range was 98-131 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.